Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400-450 mg/dl with ketones. The customer changed the site and cartridge. A bolus of insulin was delivered in an attempt to lower the bg level. The customer was admitted to the hospital for diabetic ketoacidosis when the bg level had not decreased. The customer was treated with an insulin drip. The customer was discharged the next day and the bg level had returned to the target range. As the occlusion alarm had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.